Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on analysis of the returned catheter, the complaint of a leaking catheter is confirmed. A split was located at the extension tubing at the luer/tubing joint. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. A review of the manufacture quality and inspection records for the implicated product batch likewise indicated no potentially related issues related to product manufacture, assembly, and packaging.

Event description:
Customer reported that they received a patient in home treatment, with implanted PICC catheter presenting partial rupture and rupture (break) near the final junction. Loss of medication due to rupture and necessary removal of the catheter. No other information provided. Additional information received: there was no harm to the patient. Linezolid was infusing at the time of the event. There was no need for medical and/or surgical intervention due to the incident.

Event description:
Customer reported that they received a patient in home treatment, with implanted PICC catheter presenting partial rupture and rupture (break) near the final junction. Loss of medication due to rupture and necessary removal of the catheter. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.